Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 49 mg/dl. The customer was treated with food. The troubleshooting was performed. The customer was advised to monitor the insulin pump and call back if the issues persist. The customer stated that she is uncomfortable with the insulin pump and would like to replace it. The patient was advised that the insulin pump will be replaced. No further information was reported.